Event description:
As reported by the edwards field clinical specialist, this was a transcatheter aortic valve replacement procedure by transfemoral approach. A 26mm sapien 3 ultra resilia valve was prepped in normal fashion. During valve deployment, the temporary pacemaker lost capture resulting in the valve embolizing into the aorta. The primary operator inserted the delivery system balloon into the valve and successfully pulled the valve into the descending aorta. The team added 1 additional cc of contrast to the delivery system to further expand the valve and prevent migration in the abdominal aorta. A second valve was prepped in normal fashion. During advancement, the nose cone dislodged the first valve resulting in the valve turning on its side. The team successfully maneuvered through the first valve and crossed the native annulus. The primary operator noted difficulty aligning the valve between the proximal/distal markers despite several attempts to reset the alignment wheel. The valve was under aligned. Multiple attempts were made to push the valve further forward but it remained 2-4mm behind the distal marker. The team proceeded with valve deployment. The balloon filled distal to proximal, and the valve slipped off of the balloon partially deployed. After the second embolization, the valve was placed in the descending aorta. Endografts were placed inside the valves to secure them to the aorta. Due to a high creatine level and being a surgical candidate, the heart team decided to proceed with surgery at a later date. The heart team deemed the first embolization as a direct result of lost capture of the temporary pacemaker. The second embolization was the result of misalignment of the valve on the delivery system balloon. Imagery was provided by the complaint site, and the following observations were made: the 1st valve was embolized and deployed at the descending aorta. Both valves (1st and 2nd) were confirmed embolized and deployed at the descending aorta.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Corrected section h6- device code, clinical code, and impact code. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Post valve deployment imagery was evaluated. The following was observed: the first valve was embolized and deployed at descending aorta. Both valves (1st and 2nd) were confirmed to be embolized and deployed at descending aorta. Per additional follow-up, the endo grafts were placed inside the valves to secure them to the aorta. 3mensio was provided and the following were observed: tortuosity and calcification were present on the access vessels and aorta. Horizontal aorta with root angle at 71 degrees. The complaints for difficulty tracking system through anatomy, valve alignment difficulty, and valve not between alignment markers and deployed were confirmed empirically as observations from imagery evaluation aligned with the reported event. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "a 26mm sapien 3 ultra resilia valve was prepped in normal fashion. During valve deployment, the temporary pacemaker lost capture resulting in the valve embolizing into the aorta. The primary operator inserted the delivery system balloon into the valve and successfully pulled the valve into the descending aorta... A second valve was prepped in normal fashion. During advancement, the nose cone dislodged the first valve resulting in the valve turning on its side. The team successfully maneuvered through the first valve and crossed the native annulus." 3mensio revealed the presence of tortuous access vessels, suggesting that the tortuous patient anatomy may have contributed to the non-coaxial advancement. This likely caused the second delivery system to interact with the first valve, leading to its dislodgement during tracking. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial advancement) may have contributed to the difficulty tracking the system through anatomy. As reported, "the primary operator noted difficulty aligning the valve between the proximal/distal markers despite several attempts to reset the alignment wheel." Before experiencing the valve alignment difficulties, it was noted that the operator successfully maneuvered through the first valve and crossed the native annulus despite the delivery system dislodging the first valve during advancement. In this case, it is possible that device manipulation during tracking, such as torquing the handle to cross through the first valve introduced tension into the system and causing the alignment difficulties as reported. Additionally, 3mensio revealed that the patient had a horizontal aorta with a root angle of 71 degrees. Per training manual, valve alignment should be performed in a straight section of aorta. If attempting to perform the valve alignment after crossing the aortic arch, the steep aortic root angle may have further complicated the procedure, preventing the valve to achieve full alignment. As such, available information suggests that procedural factors (device manipulation/ valve alignment performed in a non-straight section of aorta) may have contributed to the valve alignment difficulty. As reported, "the valve was under aligned. Multiple attempts were made to push the valve further forward, but it remained 2-4mm behind the distal marker. The team proceeded with valve deployment. The balloon filled distal to proximal, and the valve slipped off of the balloon partially deployed." Per training manual, "before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker". Despite the valve not being aligned between the markers, the user decided to deploy the valve, resulting in the partial deployment. As such, available information suggests that use error (not follow instructions) may have contributed to the valve not between alignment markers and deployed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.